Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the cloudy effluent was unknown. It was reported that the patient was hospitalized for six days then discharged. Treatment for the peritonitis was not reported. The patient recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms.